Event description:
It was reported that the patient presented follow up. An interrogation of the pulse generator found that the battery had depleted prematurely. The patient was scheduled for replacement and the device was explanted. The patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomaly were not confirmed. The device was above elective replacement indicator (eri) level and programmed to high settings upon receipt. Electrical and mechanical analysis performed indicates normal functionality. Further battery assessment at various pulse amplitudes measured current level within normal range, and no indication of premature depletion detected. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.